Manufacturer narrative:
(B)(4). Batch # m5479p. The analysis results found that the ats45 device was received in good visual condition and with no cartridge reload present. The reload was received fully fired and in good visual conditions. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a nephrectomy procedure, on an unknown firing the staples did not release. It is not known what cartridge was loaded in the device. The surgeon was not using buttressing. It is not known how the procedure was completed. No additional information is available. There were no patient consequences reported.